Manufacturer narrative:
Other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: no patient involvement during this procedure, the issue occurred during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Error was found in the device ehl (event history log). The dso (downstream occlusion sensor) was replaced as a preventative measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the exhibited "cassette not attached properly" alarm. No patient involvement reported.